Event description:
It was reported that the patient presented to the emergency room with ventricular tachycardia (vt) below the vt-1 detection rate. Programming changes were made and the patient's implantable cardioverter defibrillator (ICD) delivered anti-tachycardia pacing (atp) successfully and terminated the rhythm. The device recorded some episodes that were identified as bigeminal avoidance and therapy was withheld. Additional programming changes were made. During atrial threshold testing, the patient experienced another vt, and the device identified, delivered atp, and converted the rhythm successfully. The patient was in stable condition throughout.